Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and t-wave oversensing, that resulted in delivery of three shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts noted the patient rhythms accelerated into vf which apparently successfully converted by a shock delivery. Ts discussed available programming options and the sensing vector was reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and t-wave oversensing, that resulted in delivery of three shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts noted the patient rhythms accelerated into vf which apparently successfully converted by a shock delivery. Ts discussed available programming options and the sensing vector was reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and t-wave oversensing, that resulted in delivery of three shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts noted the patient rhythms accelerated into vf which apparently successfully converted by a shock delivery. Ts discussed available programming options and the sensing vector was reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and t-wave oversensing, that resulted in delivery of three shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts noted the patient rhythms accelerated into vf which apparently successfully converted by a shock delivery. Ts discussed available programming options and the sensing vector was reprogrammed. This device remains in service. No additional adverse patient effects were reported.